Event description:
Surgeon placed the clamp on the patient. The pins slipped causing a laceration. The surgeon placed staples in the skin. Rn took that mayfield out of service, and brought a different one in the room.